Event description:
Healthcare professional reported via distributor that ¿the issue was non-separation of the fat as you can see the waste canisters are filled with fat that was supposed to be used for a fat transfer to breast. Ultimately this could not be used as the waste canisters are not sterile. [The surgeon] took fat from another site that thankfully the patient had consented for." The unit was not saved, "unfortunately, this could not been hold in the clinic due to health and safety/infection issue".

Manufacturer narrative:
This event is being reported as serious injury due to the reported "non-separation of the fat" which caused the "waste canisters are filled with fat that was supposed to be used" which required fat harvesting from a second donor site. A review of the device history record for revolve lot 1295850 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the revolve and this event could not be determined. Further information from the reporter regarding the event has been requested. No additional information is available at this time. If additional information becomes available, a supplemental report will be submitted.

Event description:
Healthcare professional reported via distributor that ¿the issue was nonseparation of the fat as you can see the waste canisters are filled with fat that was supposed to be used for a fat transfer to breast. Ultimately this could not be used as the waste canisters are not sterile. [The surgeon] took fat from another site that thankfully the patient had consented for." The unit was not saved, "unfortunately, this could not been hold in the clinic due to health and safety/infection issue".

Manufacturer narrative:
Additional, changed, and/or corrected data: g.3 this report is being filed to update the manufacturer's aware date.